Manufacturer narrative:
Product analysis :analysis was able to confirm the customer comment that the external pulse generator (epg) generated an error. Analysis determined that the ventricular output connector was broken. It was noted that the upper case and hanger were cracked and that the lower case had cosmetic damage. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error message. The epg was returned for service and subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.